Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during inspection of the catheter, indentations were found between 27 and 23 cm, and the outer surface of the catheter was rough.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and determined to be manufacturing related. The product returned for evaluation was one 4fr sl powerpicc catheter w/ t-lock assembly. A gross visual inspection of the catheter found that a white material was present on the surface of the catheter tubing between the 27 cm and 30 cm depth markers. Additionally, at the same location range, the tubing cross-section was deformed such that about 90 degrees of the circle was flat and did not have an arc shape. Microscopic inspection of the area found that the white material had a granular texture and would stick out from the surface of the catheter tubing, suggesting that the material was foreign in nature and was only stuck to the surface of the tubing. A cross-section of the tubing was taken near the 29 cm depth marker. Inspection of the cross-section found that none of the white material penetrated the catheter wall, confirming that the white material was only stuck to the surface of the exterior catheter wall. Another cross-section of the tubing was taken at the 15 cm depth marker for comparison. No remarkable features were observed on the cross-section at the 15 cm depth marker, indicating that the deformation of the tubing was localized between the 27 cm and 30 cm depth markers. The kit tray packaging drawing was reviewed. The placement of the catheter in the drawing and the location of the damage in the returned sample suggested that the catheter could have been caught in the tack seal during the packaging process.